Event description:
A distributor in india reported on behalf of a healthcare facility that an rt380 adult dual heated evaqua2 breathing circuit failed the pre-use ventilator leak test. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.